Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty and stenting procedure of the internal carotid artery, the precise stent was placed in the inaccurate position in the lesion and another stent needed to be placed to totally cover the lesion. The pt is a male. The characteristics of the lesion are unknown. Access site is unknown. It is unknown if the lesion was pre-dilated. The product was properly inspected and prepped prior to use. The product was advanced to the lesion over the guidewire (name and size: unknown). The stent delivery system behaved normally when being advanced to the lesion. When the physician went to deploy the stent, a small resistance was felt when pulling back the outer sheath. This resistance caused the stent to be placed in the proximal portion of the lesion, leaving the distal portion of the lesion uncovered. An additional stent was placed to cover the remaining portion of the uncovered lesion. The procedure was successfully completed. There was no adverse consequence to the pt. The pt is in good condition.